Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and has both of components disassembled / missing. The components were not returned reference. The device history records and receiving inspection report reviewed for deviations and/ or anomalies with no anomalies/deviations identified. Medical records were not provided. This device is confirmed to have been a part of a previous CAPA investigation. Field action zfa 2014-67 was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A CAPA was initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the provisional shim was found to be missing its ball bearings after sterilization. No adverse events were reported as a result of this malfunction. Attempts have been made, however, no additional information is available at this time.